Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was instructed to continue using it while monitoring for any recurring malfunctions; the customer acknowledged and understood these instructions.